Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the programmer overheated but could not confirm the printer issue. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer overheated during printing to a portable document format (pdf) file or external printer. The programmer has been returned for service. No patient complications have been reported as a result of this event.